Event description:
It was reported to vyaire medical that high rates occurred during use on a patient on the lap top ventilator 1150.it would jump from 14 to 20, 30 and back down. The settings are a/c (assist-control) rate 14, vt (tidal volume) 500 cc, peep (positive end-expiratory pressure) 5 and sensitivity is 1.0. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Manufacturer narrative:
D4:corrected model#. G4:corrected PMA/510k. Sections d4 and g4 has been updated to indicate the correct model# and PMA/510k.